Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use at the time of the event. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the collimator shutter could not be utilized. The fse replaced the collimator. After the collimator was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura shutters became unavailable during the procedure. No patient or user harm was reported. Philips has started an investigation of the complaint.